Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that high lead impedance was received during a follow up office visit. X-ray images were taken and evaluated by the neurologist who indicated no anomalies were seen. Pt underwent revision surgery on (B)(6) 2011. No pt manipulation or trauma had occurred per neurologist. (B)(4) attempts to obtain the suspected lead for product analysis have been unsuccessful to date.